Event description:
It was reported that during the implant attempt, the right atrial lead was dislodged by the coronary sinus catheter. The lead was not used and not replaced as the patient is in chronic atrial fibrillation. The patient is a participant in the post approval network /product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.